Manufacturer narrative:
Investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vich 12.6 implantable collamer lens of +9.00 diopter lens tear/break during loading. The lens was not implanted into the patient's left eye (os). The surgery was postponed.